Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Manufacturing site name - (B)(6) medical. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an unknown procedure and date. According to the complainant, post procedure, the patient experienced allergic reaction. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.